Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unresponsive for approximately 30 minutes and then recovered after the device was placed on a charger; the customer later reported recurrence of the screen unresponsive issue and inquired about returning the device. Symptoms included no change in blood glucose and no clinical effects. Outcomes included no interruption to insulin delivery, no alarms, and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed an intermittent unresponsive display with recovery after charging and no impact on therapy. It was concluded that the device exhibited a screen responsiveness issue without clinical consequence and that monitoring was advised.